Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection to the infusion set disconnected. Customer's blood glucose level was not impacted. The customer was able to connect the luer lock connection securely and resume insulin delivery.